Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Reportedly, the device was explanted at implant. On (B)(6) 2011, the health care provider's response indicated that the device was explanted due to regurgitation and that this explant was not due to a device malfunction. Per the operative report: the tricuspid annulus was sized and a 30mm tricuspid annuloplasty ring was chosen. 2/0 ticron sutures were placed through the annulus at the tricuspid valve and passed through the annuloplasty band which was then seated into position. The right atriotomy was closed and the caval snares removed. The patient was weaned from cardiopulmonary bypass after placement of a right femoral intra-aortic balloon pump and with low dose inotrope infusion. Unfortunately the intra-operative echo at the time showed that the tricuspid regurgitation was in fact more severe and was quite eccentric. It appeared that the anterior leaflet had somehow been tethered by the annuloplasty band. It was decided to go back on bypass. The caval snares were snared and the right atriotomy re-opened. The annuloplasty band was removed and it was decided to leave the tricuspid valve alone rather than prolong the cardiopulmonary bypass time any further.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The health care provider's response indicated that the device is not available for return as it was discarded by the hospital. The response also indicated that this explant was not due to a device malfunction, and the device did not cause or contribute to the event. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring.